Manufacturer narrative:
Updated to include the total duration of the manual compression.

Event description:
The following event was reported: deployed a mynxace mx6740. Hemostasis was achieved on the table and during recovery time of approximately 2 hrs. When the patient was ambulated after 2 hours the access site began bleeding again. Manual compression was applied for an additional 20 minutes. The total duration of the manual compression was 30 minutes or less. The patient was hospitalized as a result of this event.

Event description:
The following event was reported: deployed a mynxace mx6740. Hemostasis was achieved on the table and during recovery time of approximately 2 hrs. When the patient was ambulated after 2 hours, the access site began bleeding again. Manual compression was applied for an additional 20 minutes. The patient was hospitalized as a result of this event. In the doctor's opinion, the mynx sealant did not hold it's seal. Procedure type: intervention peripheral sheath size: 6f.

Manufacturer narrative:
The device was not returned; therefore, a physical investigation was not performed and the reported event could not be confirmed. Based on the information provided, the root cause of the reported event could not be determined. It is unknown if the patient's activity level during ambulation caused or contributed to the late access site bleed. The review of the lhr (f1433902) indicated that the device lot met all established performance criteria prior to shipment. (B)(4).